Manufacturer narrative:
Arjo was informed that automatt (a component of the nimbus 4 mattress) experienced an abnormal inflation. The automatt overinflated causing the mattress to arch. The mattress was tilting on one side (one side blew up). There was no indication of patient involvement. There was no injury. The customer received notification of a field action; however, this mattress was not identified that time and therefore the field safety corrective action was not completed on the involved product until the complaint was received. Following the manufacturer's investigation, the cause of the automatt over-inflation is an incorrect circulation of the air in automatt sensor pad (mattress base) due to inner tube damage. The tpu (thermoplastic polyurethane) tube may break over time due to extruding force of the silicone tube and the external bending force, causing air accumulation in automatt. In summary, the nimbus 4 mattress did not meet its specification since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. No injury was claimed. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated casing that the mattress arched) and was tilting to one side (one side blow up), which may lead to a patient fall and serious health consequences.

Event description:
Arjo became aware of the nimbus 4 mattress over-inflation. No patient no injury reported.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the supplemental report once the investigation is completed.